Event description:
While lifting the pt, the strap unrolled from out of the lift and it dropped the pt into his chair. The client was not hurt to the dealer's knowledge.

Manufacturer narrative:
Investigation is in progress. We will provide another report with add'l info and more descriptive codes once the investigation is completed.